Event description:
The following information was reported to kci by the nurse: on (B)(6) 2011, the pt had a dressing change. The nurse reported that during a removal of the granufoam, there were some sutures that came off with the granufoam. There was no non-adherent layer placed before the granufoam was applied to the wound. Later that day, the pt began to bleed. V.a.c. Therapy was discontinued, and the pt was taken to the emergency room. The pt was then admitted to the hospital. Medical intervention was performed, but the type of medical intervention was unknown. On (B)(6) 2011, the pt was discharged in stable condition. On an unknown date, v.a.c. Therapy resumed.

Manufacturer narrative:
We are filing this report due to potential use error cannot be entirely ruled out due to limited information provided. On (B)(4) 2011, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2011, the device was placed with the pt. On (B)(4) 2011, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.